Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Regarding the smarttouch tablet s/n (B)(6), please find below the following additional information: the device was well received at clamart on 13 july 2023 ¿ the windows log files have been extracted and analyzed o also with these additional files the root cause of the reported freeze still cannot fully be confirmed. O it was confirmed that the tablet should be re-installed because of the brutal shutdown by removing the battery ¿ the tablet was given to after sales service for re-ghost and re-installation of the lates smartview version ¿ after re-ghost the tablet will be returned to the field.

Event description:
Reportedly, during interrogation of a pacemaker before an implantation the smarttouch tablet froze. An error message was displayed, saying: an invalid argument was encountered. Removing the battery and a reset with p1 and p2 did not solve the problem.